Manufacturer narrative:
The device was received for evaluation. During functional testing, pump is over infusing was not reproduced. Evaluation sent the device for flow accuracy testing and delivered with error percentage +6.425%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel adjustment is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during programming/set up in the oncology department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.